Manufacturer narrative:
The intraocular lens was received and inspected. One haptic was distorted, the anterior and posterior side of the optic were grossly contaminated. It is unclear when the haptic sustained the haptic damage or it's relationship to the adverse event. While we are unable to determine the origin of the damage we do not believe it is manufacturing related. The iol met manufacturing specifications prior to release.

Event description:
It was reported the intraocular lens dislocated approximately 2 years after initial implantation, cause unknown. The iol was removed and replaced without complication.